Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap right hemi-colectomy procedure the device was not coagulating and sealing off vessels correctly. Any suspect vessels were sealed and ligated with clips. There was no patient consequence.